Event description:
Medtronic received information regarding a navigation system being used for a cervical spinal procedure. It was reported that the 2.4mm navigated drill bit, while being used with the navigated drill guide and a third party driver, seized in the gray navlock  while drilling the t1 pedicle. The sudden stopping of the instruments jerked them off axis and into the spinal cord. The dura was torn and there were significant changes in neuromonitoring. The dural injury was repaired and the surgery proceeded. A new navlock tracker and 2.4mm navigated drill were used to finish the surgery. The 2.4mm infinity nav drill was being used through the navlock. A 3rd party cordless drill was used to power the bit. While the surgeon was drilling into bone, the bit seized within the navlock. The drill bit would no longer spin within the navlock - it was well-fixed in the navlock. The patient lost motors and sensory on the left side of the body. After the repair was made and the case was resumed, the patient did regain signals, they were diminished, but better. According to the surgeon, due to the patient¿s other injuries associated with her traumatic event, it¿s currently difficult to determine if they sustained deficits from the event. The delay in surgery was caused by the need to repair the dura. .

Manufacturer narrative:
H3) the returned tracker has galling inside the handle that prevents the insertion of a known good instrument. Otherwise, with markers attached and fully seated, the tracker displays a good geometry error with normal tracking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the surgical workflow for this case was the standard and customary workflow often used at this facility. The instruments were loaded on the appropriate instruments, spun around to check functionality, and verified on the navigation system for accuracy.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.